Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported during the implant attempt that the left ventricular (lv) lead could not be placed after multiple attempts. The lv lead implant was abandoned and there are no future plans to reattempt. Follow-up was attempted to determine the specific product involved but was not successful. No patient complications have been reported as a result of this event.